Event description:
The caller alleged discrepant results when compared with the lab results reported.

Manufacturer narrative:
Discrepant results (accuracy) comparison of end-user test with lab results provided by end-user at time complaint was filed. Per internal procedure rev. 2, test 1 to 5 are within the confident limit. The product will not be investigated. User did not follow the correct technique. User repeated the tests with inratio meter. Test results and the calculation are followed. As per internal procedure, if the percentage of cv is less than 20%, the product will not be investigated.